Manufacturer narrative:
Per the investigator, the death was initially assessed as not related to study device or index procedure. While sponsor agrees that death is not related to index procedure or study device, on 30-jan-2020, investigator re-assessed relationship of death to study device and index procedure as not assessable; thus, manufacturer is conservatively reporting death. Per the sponsor, death is most likely related to the reported patient comorbidities / medical history and unrelated to the implanted stent. For reportable events only: investigation summary for competent authority: stent remains implanted in patient. As event occurred approximately 4 years after index procedure and there were no reported device malfunctions, the delivery system presumed discarded and not requested. A review of the lot history record (lhr) revealed no non-conformances related to the reported adverse event. The devices from this lot conforms to its predetermined specifications and requirements. Death and stroke are captured in the instructions for use as a known potential adverse event. Per the investigator relationship of death to study device and index procedure is not assessable. Per the sponsor, death is most likely related to the reported patient comorbidities / medical history and unrelated to the implanted stent. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Event description:
A (B)(6) female with relevant medical history of coronary artery disease (cad) with prior myocardial infarction (mi) (B)(6) 2013, vertigo, two prior strokes (dates unknown), and prior smoker (1 pack/day). Previously enrolled in cobra shield trial on (B)(6) 2014 with deployment of a 3.0x18mm cobra pzf¿ nanocoated stent in the 1st obtuse marginal (om1) coronary artery. (B)(6) 2016: patient was hospitalized for life-threatening stroke, which resolved (B)(6) 2016 with no serious adverse sequelae / mild movement disorder after discharge. This event was deemed unrelated to index procedure and study device per the investigator. (B)(6) 2017: patient was hospitalized for life-threatening stroke, consistent with left hemiparesis. Resolved (B)(6) 2017. This event was deemed unrelated to index procedure and study device per the investigator. On (B)(6) 2019, according to patient relatives, the patient suffered a stroke then deceased the same day while at home. Per the investigator relationship of death to study device and index procedure is not assessable. Manufacturer is conservatively reporting death. Though requested, death certificate was not provided.

Manufacturer narrative:
H2 corrections: b1 corrected to indicate adverse event only (no product problem). B3 date of event is (B)(6) 2019.

Event description:
Subsequent to filing the initial medwatch report, it was noted on 11-feb-2020 that b1 and b3 had incorrect information. Corrections are made in this supplemental report.

Event description:
A 61-year-old female with relevant medical history of coronary artery disease (cad) with prior myocardial infarction (mi) (B)(6) 2013, vertigo, two prior strokes (dates unknown), and prior smoker (1 pack/day). Previously enrolled in cobra shield trial on (B)(6) 2014 with deployment of a 3.0x18mm cobra pzf¿ nanocoated stent in the 1st obtuse marginal (om1) coronary artery. On (B)(6) 2016: patient was hospitalized for life-threatening stroke, which resolved on (B)(6) 2016 with no serious adverse sequelae / mild movement disorder after discharge. This event was deemed unrelated to index procedure and study device per the investigator. On (B)(6) 2017: patient was hospitalized for life-threatening stroke, consistent with left hemiparesis. Resolved on (B)(6) 2017. This event was deemed unrelated to index procedure and study device per the investigator. On (B)(6) 2019, according to patient relatives, the patient suffered a stroke then deceased the same day while at home. [Only below verbiage revised]: per the principle investigator, the event of stroke and death is not related to index procedure and is not related to study device. The sponsor agrees.

Manufacturer narrative:
H2 additional information: b5 revised (principle investigator assessment verbiage). H6 health effect impact coding is 2199 (unable to enter into esubmitter); all codes added in h6 replace previously reported codes. No additional information was provided.